Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Legal: according to the reporter, on or around (B)(6) 2017, the patient underwent laparoscopic sleeve gastrectomy. During the procedure the devices were used. The patient was admitted to the ER after experiencing severe abdominal pain. The patient's doctor discovered the patient was septic and it was caused by a failed staple line due to incomplete staple formation. It was discovered a staple had "popped" because it had been improperly formed by the stapler. The patient was hospitalized for over a month and experienced further medical complications afterwards.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: d1, d4, g1, g3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent laparoscopic sleeve gastrectomy. During the procedure a 60mm reload was used. Approximately 1 week after the procedure, the patient was admitted to the ER experiencing severe abdominal pain. The patients doctor discovered the patient was septic and it was caused by a failed staple line due to incomplete staple formation. It was discovered a staple had "popped" because it had been improperly formed by the stapler. The patient was hospitalized for over a month and experienced further medical complications afterwards.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic sleeve gastrectomy. It was reported that after the date of surgery, the patient experienced severe abdominal pain, adhesions, fever, tachycardic, febrile, hypotensive, pneumonia, septic shock, sepsis, splenic abscess, lactic acidosis, acute kidney injury, peritonitis, significant amount of cloudy grey material/fluid in peritoneal space, inflammation, purulent drainage, discharge, fibrosis, cramping, shortness of breath, leukocytosis, infection, respiratory failure, hypernatremia, hypophosphatemia, hypokalemia, nausea, elevated wbc count, pulmonary embolism, fistula, thrombosis, microperforation, hypochromic anemia, staple line failed, incisional hernia, blood loss, ascites, vomiting clear liquid, pain, pleural effusion, compressive atelectasis, intra-abdominal free air, fungal infection, gastric leak, staphylococcus, seroma, hypertension. Post-operative patient treatment included hospitalization, antibiotics, PICC line placement, IV fluids and antibiotics, exploratory laparotomy, upper gastrointestinal endoscopy, irrigation, lysis of adhesions, 18-french gastric tube placed in stomach, fluid aspiration, two #20 baker self-vacuum drains placed, physical therapy, occupational therapy, insulin, drainage of abscess, placement of a bioabsorbable plug, underwent insertion of an ivc filter, drainage of stomach with drainage device, drainage of abdominal wall, underwent egd with fluoroscopic guidance for placement of double pigtail stent through persistent leak, stent removal, partial gastrectomy, roux-en-y gastrojejunostomy, open bilateral posterior sheath release and mobilization of the rectus with myofascial advancement, repair of incisional hernia with onlay phasix mesh, received 1 unit packed red blood cells, gastrostomy, enterostomy jejunostomy, upper esophagogastroduodenoscopy with septotomy, esophageal stent placement, cautery of abdominal wound granulation tissue x2, placement of intra-abdominal drain, debridement and washout of abdominal wound with wound vac placement, diagnostic laparoscopy, home health care, open splenectomy, distal pancreatectomy, endoscopic closure of gastric leak.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic sleeve gastrectomy. It was reported that after the date of surgery, the patient experienced severe abdominal pain, adhesions, fever, tachycardic, febrile, hypotensive, pneumonia, septic shock, sepsis, splenic abscess, lactic acidosis, acute kidney injury, peritonitis, significant amount of cloudy grey material/fluid in peritoneal space, inflammation, purulent drainage, discharge, fibrosis, cramping, shortness of breath, leukocytosis, infection, respiratory failure, hypernatremia, hypophosphatemia, hypokalemia, nausea, elevated wbc count, pulmonary embolism, fistula, thrombosis, microperforation, hypochromic anemia, staple line failed, incisional hernia, blood loss, ascites, vomiting clear liquid, pain, pleural effusion, compressive atelectasis, intra-abdominal free air, fungal infection, gastric leak, staphylococcus, seroma, hypertension. Post-operative patient treatment included hospitalization, antibiotics, antimicrobials, PICC line place ment, IV fluids and antibiotics, exploratory laparotomy, upper gastrointestinal endoscopy, irrigation, lysis of adhesions, 18-french gastric tube placed in stomach, fluid aspiration, two #20 baker self-vacuum drains placed, physical therapy, occupational therapy, insulin, drainage of abscess, placement of a bioabsorbable plug, underwent insertion of an ivc filter, drainage of stomach with drainage device, drainage of abdominal wall, underwent egd with fluoroscopic guidance for placement of double pigtail stent through per sistent leak, stent removal, partial gastrectomy, roux-en-y gastrojejunostomy, open bilateral posterior sheath release and mobilization of the rectus with myofascial advancement, repair of incisional hernia with onlay phasix mesh, received 1 unit packed red blood cells, gastrostomy, enterostomy jejunostomy, upper esophagogastroduodenoscopy with septotomy, esophageal stent placement, cautery of abdominal wound granulation tissue x2, placement of intra-abdominal drain, debridement and washout of abdominal wound with wound vac placement, diagnostic laparoscopy, home health care, open splenectomy, distal pancreatectomy, incision and drainage of wound, dra in placement by interventional radiology to the luq abscess, inferior vena cava filter retrieval, endoscopic closure of gastric leak.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic sleeve gastrectomy. It was reported that after the date of surgery, the patient experienced severe abdominal pain, adhesions, fever, tachycardic, febrile, hypotensive, pneumonia, septic shock, sepsis, splenic abscess, lactic acidosis, acute kidney injury, peritonitis, significant amount of cloudy grey material/fluid in peritoneal space, inflammation, purulent drainage, discharge, fibrosis, cramping, shortness of breath, leukocytosis, infection, respiratory failure, hypernatremia, hypophosphatemia, hypokalemia, nausea, elevated wbc count, pulmonary embolism, fistula, thrombosis, microperforation, hypochromic anemia, diarrhea, staple line failed, incisional hernia, area firm and tender, blood loss, ascites, vomiting clear liquid, pain, pleural effusion, compressive atelectasis, intra-abdominal free air, fungal infection, gastric leak, staphylococcus, seroma, hypertension. Post-operative patient treatment included hospitalization, antibiotics, antimicrobials, PICC line placement, IV fluids and antibiotics, exploratory laparotomy, upper gastrointestinal endoscopy, irrigation, lysis of adhesions, 18-french gastric tube placed in stomach, fluid aspiration, two #20 baker self-vacuum drains placed, physical therapy, occupations therapy, insulin, drainage of abscess, placement of a bioabsorbable plug, underwent insertion of an ivc filter, drainage of stomach with drainage device, drainage of abdominal wall, underwent egd with fluoroscopic guidance for placement of double pigtail stent through persistent leak, stent removal, partial gastrectomy, roux-en-y gastrojejunostomy, open bilateral posterior sheath release and mobilization of the rectus with myofascial advancement, repair of incisional hernia with onlay phasix mesh, received 1 unit packed red blood cells, gastrostomy, enterostomy jejunostomy, upper esophagogastroduodenoscopy with septotomy, esophageal stent placement, cautery of abdominal wound granulation tissue x2, placement of intra-abdominal drain, debridement and washout of abdominal wound with wound vac placement, diagnostic laparoscopy, home health care, open splenectomy, distal pancreatectomy, incision and drainage of wound, drain placement by interventional radiology to the luq abscess, inferior vena cava filter retrieval, endoscopic closure of gastric leak. Relevant tests/laboratory data 02 jan 2018: abdominal CT scan revealed a 5.4x5.8x6.7 cm splenic abscess, small left pleural effusion and associated compressive ate lectasis, several foci of free intraperitoneal gas likely secondary to recent gastric sleeve procedure (B)(6) 2018: abdominal CT scan shower interval development of intra-abdominal free air and fluid (B)(6) 2018: chest x-ray showed stable cardiomegaly, persistent left basilar atelectasis, and satisfactory placement of endotracheal tube and right PICC, interval placement of enteric tube 11 jan 2018: urine culture + for candida albicans 12 jan 2018: wbc 16.4 with shift to the left. 12 jan 2018: CT scan of abdomen/pelvis revealed evidence of a gastric leak near the gastroesophageal junction, interval increase in size of perisplenic abscess, 2 percutaneous drainage catheters not within region of the luq perisplenic abscess 12 jan 2018: culture of abdominal fluid + for yeast and staph 13 jan 2018: culture of aspirate showed many candida albicans, few staphylococcus species (not s aureus). Gram stain + for few yeast 06 feb 2018: CT scan of abdomen/pelvis. Collection of oral contrast material and air adjacent to the medial aspect of the spleen is consistent with a leak. Slight interval increase in size of presumed seroma immediately inferior to the umbilical hernia, the 2nd presumed seroma inferior to the 1st is stable to slightly smaller, fluid collection in lower pelvis is stable in appearance, small fluid collection in the left central mesentery has decreased in size. (B)(6) 2018: progress note stated most recent fluid collection revealed gram-positive cocci 11 feb 2018: CT scan of abdomen/pelvis showed lateral area resolution of splenic abscess (medial side remains but is smaller) and abscess in the rectouterine pouch. 26 apr 2018: multiple diagnostic tests: -chest cta revealed bilateral pes [pulmonary embolisms] with greater clot burden on right side, evidence of pulmonary hypertension, small loculated left pleural effusion -abdominal/pelvic CT scan showed fluid and air surrounding the spleen concerning for leak from the gastric sleeve -labs abnormal for wbc 14.36, hemoglobin 8.6, platelet count 430, pt 16.2, ptt 40.7, chloride 97, glucose 155, albumin 1.9, alkaline phosphatase 160, lactic acid 2.6 27 apr 2018: lower extremity duplex study + for partial superficial venous thrombosis of right greater saphenous vein, and acute deep vein thrombosis of left femoral vein, popliteal vein, posterior tibial vein, and peroneal vein 29 nov 2018: multiple diagnostic tests: -labs abnormal for hemoglobin 7.0, platelet count 465, pt 14.7, ptt 46.8 -CT scan of abdomen/pelvis showed extraluminal oral contrast extending from stomach lumen to cranial aspect of the spleen where oral contrast and gas in the right surrounding the spleen. Another tract seen extending from the stomach to the right anterior abdominal wall and through the subcutaneous tissues to skin surface at site of previously seen drainage catheter, and to subcutaneous tissues of the left upper abdomen at the site of another drainage catheter. Along this tract a percutaneous gastrostomy tube is malpositioned, within the subcutaneous tissues. Adjacent to the malpositioned percutaneous g-tube, there is a 4.3x4.5x2.8 cm collection. Subcutaneous tissues of the left upper abdomen laterally, there is a gas and fluid filled tract that extends from skin surface to the peritoneal wall, unclear of this communicates with collection surrounding the spleen small left and trace right pleural effusion, some atelectasis of left lower lobe. Additional believed to be unrelated findings of irregularity of the right vaginal vault with a soft tissue density measuring 3x3.7 cm and similar to the last exam. 15 feb 2019: CT scan abdomen/pelvis revealed increasing air in the luq. Gastric perforation is still patent. Increasing infectious or inflammatory changes in the region of anterior right lateral drainage catheter tract. 20 jan 2021: per the 03/26/2021 h<(>&<)>p, cultures (believed to be abdominal fluid) yielded strep mits (broth), afb cx ngtd (known m abscessus) 27 jan 2021: per the 03/26/2021 h<(>&<)>p, abdominal fluid cultures with few klebsiella pneumoniae, few achromobacter xylosoxidans, many cons (no senses). Gram stain with many wbcs, many gpccis 05 aug 2021, 27 aug 2021: body fluid/bacterial culture+ for staphylococcus aureus

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: b5, g3,h2 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic sleeve gastrectomy. It was reported that after the date of surgery, the patient experienced severe abdominal pain, adhesions, fever, tachycardic, febrile, hypotensive, pneumonia, septic shock, sepsis, splenic abscess, lactic acidosis, acute kidney injury, peritonitis, significant amount of cloudy grey material/fluid in peritoneal space, inflammation, purulent drainage, discharge, fibrosis, cramping, shortness of breath, leukocytosis, infection, respiratory failure, hypernatremia, hypophosphatemia, hypokalemia, nausea, elevated wbc count, pulmonary embolism, fistula, thrombosis, microperforation, hypochromic anemia, diarrhea, staple line failed, incisional hernia, area firm and tender, blood loss, ascites, vomiting clear liquid, pain, pleural effusion, compressive atelectasis, intra-abdominal free air, fungal infection, gastric leak, staphylococcus, bacterial infection, seroma, hypertension. Post-operative patient treatment included hospital ization, antibiotics, antimicrobials, PICC line placement, IV fluids and antibiotics, exploratory laparotomy, upper gastrointestinal endoscopy, irrigation, lysis of adhesions, 18-french gastric tube placed in stomach, fluid aspiration, two #20 baker self-vacuum drains placed, physical therapy, occupatiasonal therapy, insulin, drainage of abscess, placement of a bioabsorbable plug, underwent insertion of an ivc filter, drainage of stomach with drainage device, drainage of abdominal wall, underwent egd with fluoroscopic guid ance for placement of double pigtail stent through persistent leak, stent removal, partial gastrectomy, roux-en-y gastrojejunostomy, open bilateral posterior sheath release and mobilization of the rectus with myofascial advancement, repair of incisional hernia with onlay phasix mesh, received 1 unit packed red blood cells, gastrostomy, enterostomy jejunostomy, upper esophagogastroduodenoscopy with septotomy, esophageal stent placement, cautery of abdominal wound granulation tissue x2, placement of intra-abdominal drain, debridement and washout of abdominal wound with wound vac placement, diagnostic laparoscopy, home health care, open splenectomy, distal pancreatectomy, incision and drainage of wound, drain placement by interventional radiology to the luq abscess, inferior vena cava filter retrieval, endoscopic closure of gastric leak. Relevant tests/laboratory data 02 jan 2018: abdominal CT scan revealed a 5.4x5.8x6.7 cm splenic abscess, small left pleural effusion and associated compressive ate lectasis, several foci of free intraperitoneal gas likely secondary to recent gastric sleeve procedure 03 jan 2018: abdominal CT scan shower interval development of intra-abdominal free air and fluid 03 jan 2018: chest x-ray showed stable cardiomegaly, persistent left basilar atelectasis, and satisfactory placement of endotracheal tube and right PICC, interval placement of enteric tube 11 jan 2018: urine culture + for candida albicans 12 jan 2018: wbc 16.4 with shift to the left. 12 jan 2018: CT scan of abdomen/pelvis revealed evidence of a gastric leak near the gastroesophageal junction, interval increase in size of perisplenic abscess, 2 percutaneous drainage catheters not within region of the luq perisplenic abscess 12 jan 2018: culture of abdominal fluid + for yeast and staph 13 jan 2018: culture of aspirate showed many candida albicans, few staphylococcus species (not s aureus). Gram stain + for few yeast 06 feb 2018: CT scan of abdomen/pelvis. Collection of oral contrast material and air adjacent to the medial aspect of the spleen is consistent with a leak. Slight interval increase in size of presumed seroma immediately inferior to the umbilical hernia, the 2nd presumed seroma inferior to the 1st is stable to slightly smaller, fluid collection in lower pelvis is stable in appearance, small fluid collection in the left central mesentery has decreased in size. 08 feb 2018: progress note stated most recent fluid collection revealed gram-positive cocci 11 feb 2018: CT scan of abdomen/pelvis showed lateral area resolution of splenic abscess (medial side remains but is smaller) and abscess in the rectouterine pouch. 26 apr 2018: multiple diagnostic tests: -chest cta revealed bilateral pes [pulmonary embolisms] with greater clot burden on right side, evidence of pulmonary hypertension, small loculated left pleural effusion -abdominal/pelvic CT scan showed fluid and air surrounding the spleen concerning for leak from the gastric sleeve -labs abnormal for wbc 14.36, hemoglobin 8.6, platelet count 430, pt 16.2, ptt 40.7, chloride 97, glucose 155, albumin 1.9, alkaline phosphatase 160, lactic acid 2.6 27 apr 2018: lower extremity duplex study + for partial superficial venous thrombosis of right greater saphenous vein, and acute deep vein thrombosis of left femoral vein, popliteal vein, posterior tibial vein, and peroneal vein 29 nov 2018: multiple diagnostic tests: -labs abnormal for hemoglobin 7.0, platelet count 465, pt 14.7, ptt 46.8 -CT scan of abdomen/pelvis showed extraluminal oral contrast extending from stomach lumen to cranial aspect of the spleen where oral contrast and gas in the right surrounding the spleen. Another tract seen extending from the stomach to the right anterior abdominal wall and through the subcutaneous tissues to skin surface at site of previously seen drainage catheter, and to subcutaneous tissues of the left upper abdomen at the site of another drainage catheter. Along this tract a percutaneous gastrostomy tube is malpositioned, within the subcutaneous tissues. Adjacent to the malpositioned percutaneous g-tube, there is a 4.3x4.5x2.8 cm collection. Subcutaneous tissues of the left upper abdomen laterally, there is a gas and fluid filled tract that extends from skin surface to the peritoneal wall, unclear of this communicates with collection surrounding the spleen small left and trace right pleural effusion, some atelectasis of left lower lobe. Additional believed to be unrelated findings of irregularity of the right vaginal vault with a soft tissue density measuring 3x3.7 cm and similar to the last exam. 15 feb 2019: CT scan abdomen/pelvis revealed increasing air in the luq. Gastric perforation isstill patent. Increasing infectious or inflammatory changes in the region of anterior right lateral drainage catheter tract. 23 dec 2019: the 19 jan 2021 h<(>&<)>p stated surgical cultures were polymicrobic 23 nov 2020: abdominal CT scan showed small amount of perisplenic fluid and gas, thin tract of fluid and gas arising from anterior aspect of the spleen coursing anteroinferiorly within the abdomen extending through the abdominal wall musculature to the skin surface. When compared to prior exam, fistulous tract better formed and occurs along the course of the abdominal drain that had been removed 20 jan 2021: per the 26 mar 2021 h<(>&<)>p, cultures (believed to be abdominal fluid) yielded strep mits (broth), afb cx ngtd (known m abscessus) labs abnormal for wbc 28.8, ionized calcium 1.06. Magnesium 1.4, glucose 178, protein 5.6, albumin 2.9, hematocrit 28.8 21 jan 2021 ¿ 22 jan 2021: labs abnormal for wbcs ranging from 13.95 ¿ 21.97, hemoglobin 7.0 26 jan 2021: upper gi with fluoroscopy showed a large leak posterolateral proximal stomach with filling of a cavity in the left upper abdomen. Two surgical drains present within the cavity 26 jan 2021 ¿ 05 feb 2021: serial CT scans of the abdomen showed decreases in fluid collections to the splenectomy bed, edematous changes and loculated fluid to the distal pancreatectomy site, and chronic biliary ectasia. Indwelling drains and ivc filter visualized. 27 jan 2021: per the 26 mar 2021 h<(>&<)>p, abdominal fluid cultures with few klebsiella pneumonaie, few achromobacter xylosoxidans, many cons (no sensies). Gram stain with many wbcs, many gpccis 31 jan 2021: per the 26 mar 2021 h<(>&<)>p, abscess fluid yielded few mrsa, occasional candida dublinensis with gram stain with moderate wmcs, occ gpcpr 02 feb 2021 - 04 feb 2021: labs abnormal for platelets 1015, 1144, and 1169 09 mar 2021: abdominal CT scan showed complex fluid collection within left upper quadrant containing contrast suggestive of persistent gastric leak 07 apr 2021: abdominal CT scan showed pigtail drainage catheter in the surgical bed with soft tissue thickening but without evidence of residual fluid collection. 05 aug 2021, 27 aug 2021: body fluid/bacterial culture+ for staphylococcus aureus

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic sleeve gastrectomy. It was reported that after the date of surgery, the patient experienced severe abdominal pain, adhesions, fever, tachycardic, febrile, hypotensive, pneumonia, septic shock, sepsis, splenic abscess, lactic acidosis, acute kidney injury, peritonitis, significant amount of cloudy grey material/fluid in peritoneal space, inflammation, purulent drainage, discharge, fibrosis, cramping, shortness of breath, leukocytosis, infection, respiratory failure, hypernatremia, hypophosphatemia, hypokalemia, nausea, elevated wbc count, pulmonary embolism, fistula, thrombosis, microperforation, hypochromic anemia, diarrhea, staple line failed, incisional hernia, area firm and tender, blood loss, ascites, vomiting clear liquid, pain, pleural effusion, compressive atelectasis, intra-abdominal free air, fungal infection, gastric leak, staphylococcus, bacterial infection, seroma, necrosis, fungal infection, fatigue, dehydration, erythema, pani c attacks, chronic ptsd, anxiety, depression, insomnia, hypertension, coughs, chills, wheezing. Post-operative patient treatment included hospitalization, antibiotics, antimicrobials, PICC line placement, IV fluids and antibiotics, exploratory laparotomy, upper ga strointestinal endoscopy, irrigation, lysis of adhesions, 18-french gastric tube placed in stomach, fluid aspiration, two #20 baker self-vacuum drains placed, physical therapy, occupational therapy, insulin, drainage of abscess, placement of a bioabsorbable plug, underwent insertion of an ivc filter, drainage of stomach with drainage device, drainage of abdominal wall, underwent egd with fluoroscopic guidance for placement of double pigtail stent through persistent leak, stent removal, partial gastrectomy, roux-en-y gastro jejunostomy, open bilateral posterior sheath release and mobilization of the rectus with myofascial advancement, repair of incisional hernia with onlay phasix mesh, received 1 unit packed red blood cells, gastrostomy, enterostomy jejunostomy, upper esophagogastrod uodenoscopy with septotomy, esophageal stent placement, cautery of abdominal wound granulation tissue x2, placement of intra-abdominal drain, debridement and washout of abdominal wound with wound vac placement, CT imaging, diagnostic laparoscopy, home health care, open splenectomy, distal pancreatectomy, incision and drainage of wound, drain placement by interventional radiology to the luq abscess, inferior vena cava filter retrieval, endoscopic closure of gastric leak, and medication.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic sleeve gastrectomy. It was reported that after the date of surgery, the patient experienced severe abdominal pain, adhesions, fever, tachycardic, febrile, hypotensive, pneumonia, septic shock, sepsis, splenic abscess, lactic acidosis, acute kidney injury, peritonitis, significant amount of cloudy grey material/fluid in peritoneal space, inflammation, purulent drainage, discharge, fibrosis, cramping, shortness of breath, leukocytosis, infection, respiratory failure, hypernatremia, hypophosphatemia, hypokalemia, nausea, elevated wbc count, pulmonary embolism, fistula, thrombosis, microperforation, hypochromic anemia, diarrhea, staple line failed, incisional hernia, area firm and tender, blood loss, ascites, vomiting clear liquid, pain, pleural effusion, compressive atelectasis, intra-abdominal free air, fungal infection, gastric leak, staphylococcus, bacterial infection, seroma, necrosis, fungal infection, fatigue, dehydration, erythema, pani c attacks, chronic ptsd, anxiety, depression, insomnia and hypertension. Post-operative patient treatment included hospitalization, antibiotics, antimicrobials, PICC line placement, IV fluids and antibiotics, exploratory laparotomy, upper gastrointestinal endoscopy, irrigation, lysis of adhesions, 18-french gastric tube placed in stomach, fluid aspiration, two #20 baker self-vacuum drains placed, physical therapy, occupatiasonal therapy, insulin, drainage of abscess, placement of a bioabsorbable plug, underwent insertion of an ivc filter, drainage of stomach with drainage device, drainage of abdominal wall, underwent egd with fluoroscopic guidance for placement of double pigtail stent through persistent leak, stent removal, partial gastrectomy, roux-en-y gastrojejunostomy, open bilateral posterior sheath release and mobilization of the rectus with myofascial advancement, repair of incisional hernia with onlay phasix mesh, received 1 unit packed red blood cells, gastrostomy, enterostomy jejunostomy, upper esophagogastroduodenoscopy with septotomy, esophageal stent placement, cautery of abdominal wound granulation tissue x2, placement of intra-abdominal drain, debridement and washout of abdominal wound with wound vac placement, CT imaging, diagnostic laparoscopy, home health care, open splenectomy, distal pancreatectomy, incision and drainage of wound, drain placement by interventional radiology to the luq abscess, inferior vena cava filter retrieval, endoscopic closure of gastric leak.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic sleeve gastrectomy. It was reported that after the date of surgery, the patient experienced severe abdominal pain, adhesions, fever, tachycardic, febrile, hypotensive, pneumonia, septic shock, sepsis, splenic abscess, lactic acidosis, acute kidney injury, peritonitis, significant amount of cloudy grey material/fluid in peritoneal space, inflammation, purulent drainage, discharge, fibrosis, cramping, shortness of breath, leukocytosis, infection, respiratory failure, hypernatremia, hypophosphatemia, hypokalemia, nausea, elevated wbc count, pulmonary embolism, fistula, thrombosis, microperforation, hypochromic anemia, diarrhea, staple line failed, incisional hernia, area firm and tender, blood loss, ascites, vomiting clear liquid, pain, pleural effusion, compressive atelectasis, intra-abdominal free air, fungal infection, gastric leak, staphylococcus, bacterial infection, seroma, necrosis, fungal infection, fatigue, dehydration, erythema, pani c attacks, chronic ptsd, anxiety, depression, insomnia and hypertension. Post-operative patient treatment included hospitalization, antibiotics, antimicrobials, PICC line placement, IV fluids and antibiotics, exploratory laparotomy, upper gastrointestinal endoscopy, irrigation, lysis of adhesions, 18-french gastric tube placed in stomach, fluid aspiration, two #20 baker self-vacuum drains placed, physical therapy, occupational therapy, insulin, drainage of abscess, placement of a bioabsorbable plug, underwent insertion of an ivc filter, drainage of stomach with drainage device, drainage of abdominal wall, underwent egd with fluoroscopic guidance for placement of double pigtail stent through persistent leak, stent removal, partial gastrectomy, roux-en-y gastrojejunostomy, open bilateral posterior sheath release and mobilization of the rectus with myofascial advancement, repair of incisional hernia with onlay phasix mesh, received 1 unit packed red blood cells, gastrostomy, enterostomy jejunostomy, upper esophagogastroduodenoscopy with septotomy, esophageal stent placement, cautery of abdominal wound granulation tissue x2, placement of intra-abdominal drain, debridement and washout of abdominal wound with wound vac placement, CT imaging, diagnostic laparoscopy, home health care, open splenectomy, distal pancreatectomy, incision and drainage of wound, drain placement by interventional radiology to the luq abscess, inferior vena cava filter retrieval, endoscopic closure of gastric leak.

Manufacturer narrative:
Additional information:b5, b6, b7,g3, g6,h2 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.